Event description:
It was reported that during an infusion, the pump will alarm for an "upstream occlusion" when no occlusion was present (medication, programmed amount and delivery rate unk). The customer stated that this is most common with cetumixab, albumin and ivig while delivering with a taxol IV set. It was also reported that there was no pt injury.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. At this time, the date of event is unknown.